Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. No death or serious injury were reported. A product malfunction has not been confirmed at the time of this report.

Event description:
It was reported that the ultrasound technician received a minor burn on her fingers while latching the transducer to the cx50 ultrasound system. No other information has been provided at this time. Philips is waiting for the return of the cx50 ultrasound system for further evaluation.